Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows which were related to the patient condition of worsening right ventricle (rv) failure. The patient was hospitalized and an echocardiogram was performed and it showed an increase in right heart failure, and the patient is being worked up for heart transplant. The vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that an echocardiogram revealed an increase in right heart failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events and additional information from the site indicated that the patient did not have reported right heart failure prior to vad implant. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cou rse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was also hospitalized for shortness of breath, weight gain, lower extremity edema, bloating, fluid overload, and worsening heart failure with vad low flows and suction events. It was noted that the patient had a right heart catheterization (rhc) two months prior, and their diuretics were decreased. The patient was taking diuretics and still not feeling well. The patient had atrial fibrillation (af) and flutter, and waveforms showed frequent suction events. A repeat rhc was scheduled due to the right ventricle (rv) being ¿punky.¿ rhc showed mildly elevated bilateral filling pressures and preserved cardiac output. The vad speed was increased, the patient was given vasodilators. It was also reported that during admission, increased drainage at the driveline exit site was observed. Cultures tested positive again for serratia from a previous driveline infection. The patient was started on antibiotics and remains actively listed for transplant.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from hospitalization to hospitalization and intervention required. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions taken. Correction b7: relevant history was corrected to include previous adverse events. Correction h6: patient ime code was corrected to include e060103, e060102, e0304, e0717, e1208, e2338 & e1906. Patient imf code was corrected to include f2303. FDA device code was corrected to include a141302. FDA method code was corrected to include b15. FDA results code was corrected to include c19. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed several slight decreases in power consumption and estimated flows within the analyzed period; however, no alarms were logged within the analyzed period. There was no evidence of suction events within the analyzed period; as a result, the reported suction event could not be confirmed. Information received from the site indicated that the patient had a condition of worsening right ventricle (rv) failure. The patient was hospitalized, and an echocardiogram was performed and it showed an increase in right heart failure, it was noted that the patient had a right heart catheterization (rhc) two months prior, and their diuretics were decreased. The patient was taking diuretics and still not feeling well. The patient had atrial fibrillation (af) and flutter, and waveforms showed frequent suction events. A repeat rhc was scheduled due to the right ventricle (rv) being ¿punky.¿ rhc showed mildly elevated bilateral filling pressures and preserved cardiac output. The vad speed was increased, the patient was given vasodilators. It was also reported that during admission, increased drainage at the driveline exit site was observed. Cultures tested positive again for serratia from a previous driveline infection. The patient was started on antibiotics and remains actively listed for transplant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, worsening heart failure, cardiac arrhythmia, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and worsening heart failure. Of note, additional information from the site indicated that the patient did not have reported right heart failure prior to vad implant. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therap eutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.